Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 14.8-15.0 cm from the connector pin. The abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.